Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the presence of a foreign material on the suction cylinder and biopsy channel. There was no patient involvement.